Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Device was received with scratched display window and received with broken reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 97 mg/dl. Troubleshooting was not performed. The device was returned for analysis.